Event description:
Customer reported pump changed flow rate before patient use. Pump was programmed to administer 25ml of morphine. Pump flow rate changed and pump administered 500ml of morphine. No patient involvement has been reported at this time. Pump will be sent to baxter center for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.